Event description:
It was reported that there was a perforation in the la while ablating left sided svt. The patient was uncomfortable throughout the entire procedure. A blood pressure drop was noticed while ablating. Intervention is unknown. Patient was stable in the ICU.

Manufacturer narrative:
(B)(4). The product was discarded by the customer and not returned for investigation. A st. Jude esi mapping system and a st. Jude reflection spiral catheter were also used during the procedure. Concomitant biosense webster products used in the procedure: coronary sinus catheter: catalog no: unknown, lot no: unknown. Cool flow pump: model no: m-5491-02, serial no: unknown. Stockert 70 system: model no: m-5463-01, (B)(4).